Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that an ultraflex tracheobronchial distal release covered stent was to be used to treat a malignant stenosis in the pulmonary bronchus during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed however, the stent failed to fully expand. The stent was removed with forceps and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex tracheobronchial delivery system was received for analysis; the stent was not returned. Visual examination of the returned delivery system found several kinks along the shaft. No other issues with the device were noted. The reported event was unable to be confirmed; the stent was not returned. The damage noted on the returned device is consistent with the excessive force being applied to the delivery system. Taking all available information into consideration, the investigation concluded that the reported event and the observed failure were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that an ultraflex tracheobronchial distal release covered stent was to be used to treat a malignant stenosis in the pulmonary bronchus during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed however, the stent failed to fully expand. The stent was removed with forceps and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.